Event description:
A medtronic ent rep reported that while in an ent procedure, tracer registration was successful, however, the surgeon felt inaccurate during the case. The medtronic rep stated the head frame did not move to her knowledge. Surgeon did not want to re-register and opted to complete the procedure without the use of the fusion navigation system. There was no impact on pt outcome.

Manufacturer narrative:
No pt info provided, per site rep, (B)(4) prohibits providing pt demographics. Software has not been evaluated as of the date of this report.